Manufacturer narrative:
Additional part number involved in incident (B)(4) ha coated fenestrated screw, lot 001, UDI (B)(4) date of manufacture 02/16/2018.

Event description:
Information provided states that patient had l5-s1 transforaminal lumbar interbody fusion (tlif) for grade 1-2 spondy reduction. It was noticed 10 months post-op that two ha coated fenestrated screws had loosened and the body of l5 had slipped back into spondylolisthesis. All hardware and cage at l5 was removed and replaced.